Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cystectomy procedure the active blade on the device broke. It did not fall into the situs. There was no pt consequence.